Event description:
It was reported that friday night the patient woke up feeling their left arm jerking. When impedances were checked, high impedances of greater than 10,000 ohms was measured. The healthcare professional (hcp) measured impedances at 0.7, 1.5 and 3.0 v. At 0.7v impedances were measured to be greater than 10,000 ohms for contacts c-1, c-3, 0-1, 0-3, 1-2, 1-3, and2-3. The patient was programmed to 2.6v, 60 pulse width, 135 hz, and c+ 1-. The patient¿s implantable neurostimulator was implanted in their right chest. The hcp had tried to find contacts that worked with the patient¿s symptoms. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, the event will be updated.

Event description:
Additional information received reported that the patient had a loss of therapeutic effect and a return of movement disorder on her left side. ¿about six weeks ago¿ the neurologist noted therapy changes that he deemed battery related and thus had the patient in current mode. After that visit in october the patient had two falls. However, she believed the therapy was off or had reduced effect prior to the falls. After the falls and decline in therapy she was referred to another healthcare provider (hcp). She had an appointment on the day of the report and they found all of the impedances to be true opens. They did a revision the day after the report to determine the problem with the system. The findings and outcome of the revision were not reported, so additional information was requested. If additional information is received a supplemental report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 3389s-40, lot# v514982, implanted: (B)(6) 2010, product type: lead. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer. (B)(4).